Event description:
Device 2 of 2 - reference MFR. Report:1627487-2014-21534; the patient received two scs leads with the same lot number. It was reported the patient experienced a seizure which resulted in a fall directly on the ipg site. The incident resulted in ineffective stimulation and per the patient, a change in the original pain pattern. The physician proceeded with a system in order to have an MRI to evaluate the patient's pain pattern.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.